Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller was provided with information on how to reset the pump and confirmed that the malfunction code did not recur after the reset. The customer was informed that they could continue to use the pump and instructed to call back if the malfunction code reappears, which the caller acknowledged and understood.